Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a significant amount of blood was observed within the iabp sleeve, along with frequent oozing at the junction between the sheath and the iabp catheter. This issue was particularly noted when a 50cc iab was used in combination with a 9fr sheath. As a result, the patient required frequent dressing changes due to persistent bleeding at the insertion site, which subsequently led to skin breakdown. Minor blood loss was also observed, evidenced by the accumulation of blood within the sleeve and ongoing oozing. A new iabp was not inserted following the removal of the device.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: b5. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter, between catheter and sheath and within the sleeve. The non-maquet sheath was returned covering the catheter tubing. The three-way stopcock was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and stat gard sleeve was performed, and no leaks were detected. Blood may enter the stat-gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. However, the reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.